Event description:
The user facility reported that during priming of the oxygenator circuit, the perfusionist noticed fluid leaking from the gas outlet port. The unit was changed out prior to the start of the bypass procedure. Therefore, there was no pt involvement.

Manufacturer narrative:
The returned sample was decontaminated, visually examined and leak tested. This evaluation confirmed a hollow fiber to be the cause of the reported leakage. All units are leak tested during production and there were no indications of any production related problems in the device history record. A review of the complaint files confirmed that this lot has not been reported previously. The device labeling does address the potential for such an occurrence with specific directions to prime the entire oxygenator circuit while thoroughly checking for any signs of leakage prior to use. All available info has been placed on file in qa for appropriate tracking, trending and follow up.